Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was not detected on the bus. The field service engineer (fse) found that the cubie drawer had failed during the upgrade. Fse logged into the server, tested the login at the station, replaced the controllers, and ran diagnostics. The customer verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not detected on bus and maintenance required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.